Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced pericardial effusion. During procedure for a pulsed field ablation (pfa) procedure to treat pulmonary vein isolation and posterior wall a farawave ablation catheter and a rf wire versacross access solution were selected for use. No issues occurred during the procedure. During the recovery, 2 hours post procedure, patient's blood pressure was slowly dropping, imaging was done which revealed a slow effusion. A pericardial drain was performed. The ep describes it as venous blood and thinks the effusion may have been caused by the cook .035 j-wire while in the right atrium. Patient required hospitalization beyond standard care, cardiac ICU. One day later, patient had to undergo an open-heart surgery, as the effusion was clotting and they were not able to drain the fluid. Patient is stable after surgery. No other complications occurred after the surgery; patient has been discharged and has fully recovered. No difficulty patient anatomy or multiple attempts needed to complete transseptal puncture (tsp). Used imaging fluoroscopy, ice and 3d mapping. No malfunctions reported. The device is not expected to return as it was disposed.